Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer stylus and cursor do not align on screen and would not calibrate. It was also indicated that the power cord bay was broken. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer's stylus pen would not calibrate. The pen was replaced but the issue was not resolved. The programmer was returned for service. No patient complications have been reported as a result of this event.